Event description:
It was reported that intraoperatively, the bur did not stop working; however, the inner piece became loose and started coming out, though no fragments detached. The inner piece could not be reseated, which caused the bur to become floppy. As a result, the bur was no longer used, and the procedure was completed with another device. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the device and an open pouch were returned in a small resealable bag. The pouch was open from 3 of 4 sides when returned. There was no damage noted to the outer hub, the inner hub, or the irrigation port. However, it was observed that the inner shaft tip was bent. It was also observed that the distal end of the outer tube was damaged and had traces of dark (brown) residue in the damaged area. The inner assembly spun by hand with no binding sound observed. The device was securely loaded into a handpiece but was unable to spin properly, the tip appeared to spin loosely. The device failed functional testing due to defective condition upon return and the inability to spin properly. H6: previously applied codes of fdm b17, fdr c20 and fdc d16 is no longer applicable. Previously additional code of img g04041 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.